Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. It has been updated to reflect the date the device was manufactured. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition casing leaks at the seal seating area was confirmed. It was noted that the lid seal was replaced. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device failed for leakage at the seal seating area. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.